Event description:
It was observed that during the device evaluation, the subject device exhibited burn on c-cover, insulation resistance value at distal end does not meet the standard value. There was no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused traced to burn on c-cover, insulation resistance value at distal end does not meet the standard value. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.